Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were damaged, distorted and stretched out over the distal markerband. A snap gauge was used to measure the crimped stent od at the undamaged proximal portion which is within specification. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector is within specification. Based on the analysis and the type of damage evident, it may be possible that the damage occurred during the preparation and handling of the device following removal of the stent protector. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75 x 24 synergy drug eluting stent was selected for use to treat the lesion. As the nurse opens the stent box, the nurse noted that the stent was damaged, shortened and not useful. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.

Event description:
It was reported that stent damage occurred. A 2.75 x 24 synergy¿ drug eluting stent was selected for use to treat the lesion. As the nurse opens the stent box, the nurse noted that the stent was damaged, shortened and not useful. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.